Manufacturer narrative:
(B)(4) date sent 1/29/2025 d4 batch #151d26. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected and with a reload loaded on the device. The reload was received partially fired 1/10. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151d26, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9eh56, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure after 5th firing they went to fire a 6th load did not fire it blocked after knife engaged. No complications reported to patient. There were no patient consequences.